Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs064 motor error alarm. There was evidence of moisture observed on the display screen inside the pump. During testing, the pump powered on and alarmed with a cs 078 alarm upon the first rewind attempt. Further testing was not able to be performed due to the call service alarm. The pump case was removed and moisture corrosion was found on the printed circuit board and on the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).